Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Corrected information: the device was not returned to baxter. Additional information: the device was not returned; therefore, a complete device analysis could not be completed. Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was reported the patient was in a nursing home when they passed away. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.